Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited high out of range pace impedances greater than 2000 ohms. Subsequently, the patient underwent a revision procedure and this lead was surgically abandoned. No additional adverse patient effects were reported.